Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was giving too much medication and were told to call medtronic to have the pump flow rate turned down. The patient started to have symptoms after the pump was implanted on wednesday, but the symptoms started to get worse on saturday. The patient was given narcan last night, and the doctor called back this afternoon and said they needed to get the patient into the hospital. The patient representative stated that the patient's clinic was two hours away from them and was unable to get to their office today and now the office is closed, but they were going to try to be seen tomorrow. The agent reviewed medtronic role and medtronic rep role and redirected caller to healthcare provider to further address the issue. The agent offered physician listings, but the rep declined.   Additional information was received from a consumer (con) stated that the patient went into the doctor's office yesterday and the medication was lowered, however, the patient was still experiencing side effects from the "too much medication". The patient inquired how long it would take to stop feeling the effects. The agent redirected the patient to the hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.